Event description:
On (B)(6) 2011 the pt was taken for perma cath placement. During the procedure, it was noted that the end of the micropuncture wire became unraveled and a small portion of the distal end fractured; initially though to be in soft tissue and of no clinical significance. On (B)(6) 2011 further investigation revealed non functioning dialysis catheter and foreign body left internal jugular vein not soft tissue. Vascular surgeon snared and removed the foreign body which was sent to pathology. A permacath was then placed in the right jugular. The pt tolerated the procedure well; there were no apparent complications. The pt remains in the ICU as of (B)(6) 2011.